Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 393 mg/dl at the time of the incident and current blood glucose was 393 mg/dl. It was reported that the blood glucose was 416 mg/dl, 256 mg/dl. The customer was treated with small boluses. The customer declined troubleshooting for high blood glucose. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The reservoir will not be returned for analysis.